Event description:
The complainant alleged that a clinician was performing cardiopulmonary resuscitation on a pt (age and gender unk) who had coded. The clinicians had both hands placed on the stat pads multi-function electrodes when a shock was delivered (joule setting unk) to the pt. The clinician received a slight "tingling" sensation in his hands and then had to sit down. There was no adverse effect on the pt as a result of the reported event. There was no indication of any lingering after effects on the clinician from the delivery of energy.